Event description:
It was reported that a small volume folfusor leaked from an unknown location. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14f007 was manufactured from june 02, 2014 to june 03, 2014. Evaluation summary: the device was received for evaluation. Visual inspection on the device noted fluid inside the package that contained the device. After removing the device from the package, the blue winged luer cap was found to be loose. A functional leak test was performed after tightening the loose blue winged luer cap. No leak was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.